Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital after a pacemaker changeout procedure. Upon interrogation, the atrioventricular lead exhibited noise oversensing that led to pacing inhibition and automatic mode switch on both the atrial and ventricular channels. An x-ray examination was performed on (B)(6) 2019 and revealed an insulation breach on the lead that exposed the conductors. Programming changes were made.